Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient saw a por (power on reset) screen that he just started seeing today. It was stated that the patient last felt stimulation saturday ((B)(6) 2014) and that he last recharged successfully ¿halfway¿ today. It was reported that the patient was not able to adjust stimulation and the display showed a ¿call your doctor¿ icon. It was stated that it was an informational por screen. It was stated that the reported issue was resolved when the patient was guided through resetting the por screen and the patient reported seeing his ¿normal screen with the 5.9¿. Additional information received reported that the patient received assistance from the manufacturer¿s representative over the phone and the concerns were resolved.